Manufacturer narrative:
The device was not made available and the serial number remains unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit, a patient experienced blood pressure dropped to a systolic of 60. No further information was provided regarding "blood pressure drop" details, treatment or medical interventions for the events. At the time of this report, the patient outcome was not reported. No additional information is available.